Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).

Event description:
It was reported that the device shows the message, "speaker failure", and there was no sound. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite and confirmed the reported speaker problem. Based on the results of the analysis, it was determined that the product has malfunctioned, and the cause of the reported problem was the speaker and main board. The issue was resolved by replacing the speaker and main board, and the device was returned to use.